Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple occlusion alarms. The customer's blood glucose (bg) level was 250 mg/dl. The customer's mother delivered a correction bolus. However, it is routine practice for the mother to manage the customer's bolus, due to the customer's age. The customer was at school at the time of the call, therefore troubleshooting to determine a possible cause of the occlusion was unable to be performed.